Event description:
The facility reports that in transferring from bed to chair the shoulder clip of the sling broke off while the pt was hanging above the chair, causing pt to fall sideways in the chair. The carer was alone with the pt at the time. No injuries were reported.